Event description:
Complainant stated she opened bottle of solution on 1/30 for her son and safety seal was intact. Her son poured solution into lense case and he soaked his contacts overnight. At 7:00 am next day when he placed the left lens in his eye, he shouted his eye was burning. Complainant took lense and placed it with more solution and enzyme tables in another case to soak/clean when complainant noticed the solution was pink in color complainant then found the solution in the 12 oz bottle solution was pink in color and not clear as it normally should be. This bottle was purchased at the end of dec 1995 and not opened until 1/30/96.